Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dirty objective lens, the cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ureteroreno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a dirty objective lens was found. There was no patient involvement.